Event description:
It was reported that the patient experienced a suspected sticky pump that prevented proper functioning of the inflatable penile prosthesis device. During a revision surgery, the physician confirmed that the pump would get stuck and not cycle properly. Additionally, the physician believed the fluid loss was coming from the cylinder, although it was difficult to determine with certainty. Initially, the reservoir was suspected to be the cause, but further examination revealed that it retained all fluid when filled. Consequently, the device was explanted and replaced with a new device. There were no patient complications.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4). Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. Microscope inspection revealed that the first cylinder exhibited a hole at the proximal end, along with wear at the folds located at the proximal, middle, and distal ends. The second cylinder showed a hole in the middle section and similar wear at all fold locations. Both cylinders did not pass the inspection. The reservoir displayed shell wear at the fold and did not pass the microscope inspection. In contrast, the ms pump passed inspection with no damage or abnormalities detected. Leakage testing confirmed that the first cylinder leaked due to a puncture from a sharp instrument at the proximal end, while the second cylinder leaked from a similar puncture in the middle section. Both cylinders did not pass the leakage test. However, the ms pump and flat reservoir successfully passed the leakage test. Additionally, the ms pump passed functional testing. Based on the investigation, a clear probable cause for the event could not be established. Therefore, the conclusion code "cause not established" was selected.

Event description:
It was reported that the patient experienced a suspected sticky pump that prevented proper functioning of the inflatable penile prosthesis device. During a revision surgery, the physician confirmed that the pump would get stuck and not cycle properly. Additionally, the physician believed the fluid loss was coming from the cylinder, although it was difficult to determine with certainty. Initially, the reservoir was suspected to be the cause, but further examination revealed that it retained all fluid when filled. Consequently, the device was explanted and replaced with a new device. There were no patient complications.